Event description:
The customer reported the ventilator alarmed due to not sensing oxygen during use on a patient. The customer reported there was no reported patient harm. The customer reported to the manufacturers product support engineer (pse) that the device alarmed due to no oxygen supply when it was connected to either external oxygen tanks or wall source oxygen via the 3 way transport manifold mounted on the back of the unit. The pse suggested the customer connect the device directly to the wall oxygen source, thereby removing the use of the 3 way manifold on the back of the unit. As the device was out of warranty, the pse provided information for replacing the oxygen manifold kit to address the finding and complete the service. If the ventilator discontinues oxygen support it will continue to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental if in use on a patient. The customer was contacted for followup information on the event but no reply was received.

Manufacturer narrative:
Out of warranty; no request for manufacturer's service.